Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Discolor and yellow fluid ingression was found on the pump by the chassis base of the downstream occlusion sensor. The reported alarm was not duplicated during the investigation. However, the investigation found that the pump exhibited a "cassette not attached properly" alarm message when a cassette was attached and latched. The investigation determined that fluid ingression was the cause of the reported issue.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump exhibited "no disposable" alarms.